Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) injector seems to be damaged, furthermore "blue cap was attached to cover the exposed needle." No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) injector seems to be damaged, furthermore "blue cap was attached to cover the exposed needle." No serious injury or medical intervention was reported.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) injector seems to be damaged, furthermore "blue cap was attached to cover the exposed needle." No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, no defects were observed. Through functionality testing of the sample, it was observed that the expansion chamber worked properly. As a lot number was unavailable for this incident, a production history review could not be completed and additional retained samples could not be evaluated. If the protector is used more than once, liquid can accumulate and oversaturate the filter. The oversaturation can create a pressure around the hydrophobic filter which prevents proper air release to the expansion chamber. The same overpressure may occur if liquid accumulates within the internal face of the vial rubber stopper. It is recommended that the instructions for use are carefully followed when using the protector product. Investigation conclusion: the defect was not confirmed. No actions needed.